Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device's display was damaged and clinical information could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported complaint of a cracked display was observed and consistent with user mishandling. The lcd display was replaced to resolve the problem condition. This claim has been closed as user mishandling. Analysis for reports of this type has not identified an increase in trend.